Event description:
It is reported that the device was implanted in 2005. Approx three months post-op, no callus had formed. The pt had pain half a year after surgery, but stopped coming for a medical examination. Post-op x-rays that were taken in december, 2006, showed that the nail had broken near the hole of the lag screw. The pt does not wish to undergo revision surgery for the removal of the device. The surgeon is going to observe the pt's progress.

Manufacturer narrative:
Evaluation summary: based on a recent x-ray, it is found that the nail has fracture damage near the lag screw hole junction. The activity level of the pt during the first few months after implantation is unk. If the pt had put on full weight before the union took place, there is the possibility of the nail fracturing due to fatigue. With the current conditions and info, the cause cannot be determined. H6. Evaluation: no product was returned for evaluation, as the device remains implanted. Device history records indicate manufacture to specification.